Event description:
Fmc facility submitting product complaint for "blood leak" with the initial use of the dialyzer. As reported "approximately 1.5 hrs into treatment, machine alarmed blood leak, reagent strip positive for moderate blood. The dialyzer was mistakenly discarded after incident. Also reported pt suffered no ill effects. Hgb 9.5 on 9/23/99 (pre-incident). Vital signs stable throughout. (Patient) discharged without further problems or complaints. Facility called to detemine blood loss. Healthcare professional reports that estimated blood loss was the volume of the extracorporeal circuit or approximately 250cc. Pt info received for MDR filing due to blood loss reported.